Manufacturer narrative:
Unit alarmed button error due to corroded keypad traces. No number ramping anomaly noted.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The keys were ramping. Customer's blood glucose level was 386 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.